Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation following the reported event of continuous alarms on the patient¿s primary and backup controllers. The primary controller is investigated under MFR. Report # 2916596-2021-00577. The submitted log file and the log file downloaded from the returned system controller contained 11 relevant events; the exact timespan of these events cannot be determined due to the clock not being set. No atypical alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was functionally tested and found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. There were no reported issues with the system controller. The reported event could not be correlated to an issue with the system controller. Incidental findings: re-use of a different patient's system controller. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) (rev. C) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. These sections inform the user to connect the backup system controller to external power prior to connecting the driveline. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 30may2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed. The reported event of fluid ingress was also not confirmed. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6) ) contained 11 relevant events; the exact timespan of these events cannot be determined due to the clock not being set. The log file did not capture any controller fault alarms. Controller clock not set alarms were captured in the log file as expected; these alarms are only presented by a ¿controller clock not set¿ message and are not associated with a controller fault alarm. The driveline was connected to the controller for approximately one minute and thirty-three seconds before being disconnected to exchange the controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Visual inspection of the returned controller did not indicate any signs of fluid ingress. The controller was disassembled for visual inspection of the internal components and no issues were observed. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault, no external power, and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) (rev. C) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. These sections inform the user to connect the backup system controller to external power prior to connecting the driveline. Heartmate ii patient handbook (rev. C) section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3, entitled powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 30may2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The log file details for the 2018 events were reported in MFR report # 2916596-2021-01053 and 2916596-2021-01041.

Event description:
Related manufacturer¿s report # 2916596-2021-00577. It was reported that the patient came to the emergency room (ER) for a continued vad alarm. Patent reported his primary controller ( (B)(4) started alarming continuously for few minutes and he swapped his controller to a back up controller ((B)(4)). After swapping the controller, the device continued to alarm. In ER it was noticed that the pump was still running but yellow wrench was on and ¿controller fault, call hospital¿ message displayed. Patient controller was swapped to a new controller and alarms stopped; patient vad parameters were within normal range. The log file for the primary controller contained low flow alarms and driveline disconnect alarms on (B)(6) 2018 and then a clock reset due to depletion of the emergency backup battery. The log file for the backup controller only contained a single line of data from (B)(6) 2021. It was noted that the backup controller was left out in the rain and may have water damage.